Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (lesion morphology ¿80% stenosis and vessel tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿80% stenosis and vessel tortuosity). Inherent risk of procedure (stent embolism). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion in the lad with 80% stenosis and vessel tortuosity but the device could not cross the lesion due to tortuosity. The lesion had been pre-dilated. The physician removed it and found the stent was dislodged from the device. The physician confirmed the stent was not in a cardiac location, but the physician could not confirm if the stent was in the patient. The physician changed to a resolute 2.75×18mm to complete the procedure. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. The distal tip was damaged. Image review summary: the procedural images show a complex and tortuous lesion at the bifurcation between the lad vessel and a diagonal vessel. Both vessels are wired and numerous pre-dilations are performed. The lad is stented and kbt is performed. From the images it was not possible to visualize the failed eres27524x device. Although it was not possible to see the eres27524x device the images do provide evidence of a complex procedure and difficult morphology. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).